Manufacturer narrative:
Pump received with intermittent button response due to flattened button dome switch. Pump received with cracked reservoir tube lip, minor scratched lcd window, and scratched reservoir tube window.

Event description:
Customer reported via phone call to have experienced keypad anomaly. Customer reported that buttons were very difficult to press. Customer's blood glucose was unknown. Customer does not know what caused anomaly. After troubleshooting, customer was advised that insulin pump would need to be replaced.